Event description:
The customer reported that the images are slow to store and the touch screen was slow to respond.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep erased the xrc, ffb and service flash, then rebuilt the nodes. He removed and replaced the ide drive, then reloaded the release 14 system software. He created 5 cases and saved the images, to ensure the problem is resolved. He erased all images from the defective drive, to adhere to the hospital hippa regulations. He checked overall operation and verified the system performs as intended.